Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During investigation, there was moisture found within the pump. A leak test failed due to a display lens leak. Unrelated, the display was found to be dim and discolored. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.